Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies. Unable to verify any alarms due to the blank display.

Event description:
It was stated that the insulin pump alarmed after it was submerged in water. It was stated that the insulin pump had water inside the case and underneath the screen. Nothing further was reported.